Manufacturer narrative:
Please see updated investigation after sample return and evaluation: a device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Thirteen opened samples were received and evaluated. Eight of the samples had various length scratches running axially along the barrel. Two of the samples had broken finger flanges and 3 samples had various length cracks running axially along the barrel. The reported condition is confirmed. The loading and jamming issues noted in process monitoring data from barrel printing were caught upstream of final inspection and did not generate non-conformances. Additionally, zero defects were identified during final inspection. A 6m root cause investigation was performed by the quality engineer. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. Therefore, the most likely root cause was due to a component jam or misaligned piece of equipment. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lots met all defined acceptance criteria and were released. The complaint samples were manufactured on 09/24/15. At that time, there were no machine troubleshooting instructions in the ram operating procedure or in the form of work instructions. Other complaints for cracked barrels have led to the development of troubleshooting instructions for the ram operating procedure and also new work instructions. Formal trouble shooting and change orders have been created for this issue. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
Submit date: 07/27/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The notes in cts indicated samples were sent to the manufacturing site on 07/01/16, however no samples were received at the site and were presumed lost during shipment. A photo of the samples was attached in the complaint database, however no damage could be observed in the picture of the samples. The reported condition could not be confirmed without an actual sample to review. The exact root cause could not be determined without an actual sample to review. The loading and jamming issues noted in process monitoring data from barrel printing were caught upstream of final inspection and did not generate non-conformances. The syringe assembly processes are controlled and validated and should not damage barrels. Therefore, the most likely root cause of was due to a component jam or misaligned piece of equipment. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage and leakage in the fluid pathway. The lots met all defined acceptance criteria and were released. The exact root cause for the alleged defect could not be determined based on the available information and final inspection did not identify any issues. Based on the information available, no corrective actions could be taken. This complaint will be recorded for trending purposes and used to assess the need for corrective actions.

Manufacturer narrative:
Submit date: 06/16/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states the syringes were cracked along the side of the barrel and they were unusable because meds were leaking out of them when drawn.